Manufacturer narrative:
Device history record review: review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed and was moving heavily. It was further determined that the top trigger was jammed. It was further determined that the device failed pretest for check triggers for forward/reverse mode it was noted in the service order that during post-surgery, it was determined that the device was damaged ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.